Event description:
It was reported that an occlusion alarm occurred. The occlusion event did not cause the customer's blood glucose level to exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage.